Manufacturer narrative:
UDI number: (B)(4)

Event description:
It was reported that the patient's pocket incision had opened. The implantable cardioverter defibrillator and the atrial lead were extracted on (B)(6) 2017. The right ventricular lead was extracted on (B)(6) 2017. No further information was reported.